Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that the customer encountered difficulty while removing the intra-aortic balloon (iab) as the distal portion was kinked. They also reported dried clots/cloud of dark powder inside the inner iab and were concerned for rupture and noted blood going all the way from the patient to the console through the helium supply lumen. It is unclear if blood was able to penetrate the inside of the console to the circuitry. The console was turned off. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).